Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation for pulmonary vein isolation procedure, air entered the patient causing ventricular tachycardia requiring cardioversion. Following transseptal access, an advisor hd grid catheter was inserted through a non-abbott (medtronic flexcath sheath) into the left atrium. Upon insertion of the device, air bubbles were going down the tubing into the left atrium. The patient went into ventricular tachycardia and was shocked out of rhythm. The ablation was continued and completed with no further issues. The physician alleges that the event was due to staff not checking for air bubbles in the tubing prior to insertion.